Event description:
Recover ivcf placed in 2005, seen to be intact in 2011 CT, now on 2017 CT with moderate penetration and fracture of 1 arm. Retained locally adherent to filter by the most 1 mm of fibrin. Filter and fragment removed successfully (B)(6) 2017 using forceps and cone. Exact date of placement in 2005 not known.